Event description:
It was later reported that the patient also experienced an implant site hematoma. The event resolved without sequelae as of (B)(6) 2011.

Event description:
It was reported that the patient had a painful pump pocket area. Pump was mal-positioned in the pump pocket with the inferior border perpendicular to abdomen when in the sitting position. Drug delivered via the pump was fentanyl. It was later reported that a surgical repositioning of pump from left lower quadrant to right lower quadrant of the abdomen was performed on (B)(6) 2011. In addition catheter was extended to accommodate the repositioning of pump.

Event description:
Additional information reported that the previously reported hematoma was at the pump pocket site. It was later reported that 70 ml of "dark red fluid" was aspirated from the pump pocket area, using a z track technique to maintain aseptic conditions, on 2011-(B)(6). The patient's pump was refilled on 2011-(B)(6). The patient was instructed to wear an abdominal binder to help with the swelling and healing of the pump pocket area. Thirteen ml of "old blood" was aspirated from the pump pocket hematoma on 2011-(B)(6). The patient's pump medication was increased 4% on 2011-(B)(6). The pump, then, delivered fentanyl at a concentration of 2,000 mcg/ml and a dosage of 1.348.5 mcg/day on this date. The patient resolved without sequelae on 2012-(B)(6).

Manufacturer narrative:
Catheter model 8731 lot# b003010n07 implanted:2002-(B)(6) explanted:2011-(B)(6); catheter model 8711 lot # n157280002 implanted: 2008-(B)(6); catheter model 8711 lot # j10958r03 implanted:2003-(B)(6). Corrected pump implant date. Corrected implant and explant dates of catheters.

Manufacturer narrative:
Catheter model: 8731, lot# b003010n07 implanted: unk explanted: unk; catheter model: 8711, lot # n157280002, implanted on: unk, explanted on: unk; catheter model: 8711, lot # j10958r03, implanted on: unk, explanted on: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's pump was 'tilted within the pump pocket' also, the patient had a hernia in the immediate area, which is what prompted the surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported in manufacturer's report #3007566237-2011-09127 that [the patient also experienced an implant site hematoma; that 70 ml of "dark red fluid" was aspirated from the pump pocket area, using a z track technique to maintain aseptic conditions, on (B)(6)2011. The patient's pump was refilled on (B)(6) 2011. The patient was instructed to wear an abdominal binder to help with the swelling and healing of the pump pocket area. Thirteen ml of "old blood" was aspirated from the pump pocket hematoma on (B)(6) 2011. The patient's pump medication was increased 4% on (B)(6) 2011. The pump, then, delivered fentanyl at a concentration of 2 ,000 mcg/ml and a dosage of 1.348.5 mcg/day on this date. The patient resolved without sequelae on (B)(6) 2012]. This information no longer applies to this event.

Event description:
It was later reported that the hernia was repaired at the same time of repositioning of pump.